Event description:
It was reported that the patient presented to the hospital due to a patient alert. A device interrogation indicated the implantable cardioverter defibrillator (ICD) exhibited a "no-reason" power on reset (por) at the time high-voltage therapy was delivered. It was also noted the wireless telemetry had been disabled due to the por. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.